Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence that for the 12th and 13th charge attempts the device did not reach the selected energy within the 25-second threshold, likely due to a depleated battery. The battery used at the time of the event was not returned for evaluation. The device was recertified and returned to zoll's inventory. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, after successfully delivering three shocks (120j, 150j, 200j) the device failed to charge. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.